Manufacturer narrative:
Correct g1 MFR address.

Event description:
It was reported that the patient had a surgical procedure to remove a cylinder of this inflatable penile prosthesis (ipp) due to impending erosion of the glands. The eroding cylinder was removed, and the corresponding tubing was plugged. No further patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to remove and replace an inflatable penile prosthesis (ipp) due to impending erosion glands. The eroding cylinder was removed and the tube was plugged in. The patient is expected to fully recover following the procedure.

Event description:
It was reported that the patient had a surgical procedure to remove a cylinder of this inflatable penile prosthesis (ipp) due to impending erosion of the glands. The eroding cylinder was removed, and the corresponding tubing was plugged. No further patient complications were reported.

Manufacturer narrative:
Corrected a2 age at time of event, unit of measure - age; b1 adverse event/product problem; b5 describe event or problem; c2/d10 concomitant devices; d6a implant date; d6b explant date; h6 impact codes, device codes, evaluation conclusion codes; h11 additional MFR narrative there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.